Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device was not returned. Additional information was received that the patient was unable to charge the ipg at all.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.